Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced on 28 dec 2020 due to a low pacing impedance. The patient was asymptomatic and in stable condition.